Manufacturer narrative:
For the reported malfunction, a lot number was provided, and a lot history review was performed. The sample's return is still pending. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u357578 pta balloon dilatation catheter allegedly experienced material rupture. This report was received from a single source. This malfunction involved a patient with no patient consequences. The reported male patient was (B)(6) years of age and (B)(6) lbs.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u357578 pta balloon dilatation catheter allegedly experienced material rupture. This report was received from a single source. This malfunction involved a patient with no patient consequences. The reported male patient was 48 years of age and 165 lbs.

Manufacturer narrative:
H10. For the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. Balloon rupture, and retraction issue was confirmed for the device. A root cause has not been determined. The device was labeled for single use. H10:g4 h11: h2, h6 (device, results, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.